Event description:
It was reported that the patient with this pacemaker was scheduled to undergo a magnetic resonance imaging (MRI) procedure. Reprogramming was performed and upon review, this right atrial (ra) lead exhibited noise, high out of range impedance measurements and loss of capture (loc). Boston scientific technical services (ts) was consulted if the MRI could be performed, however, this system is non conditional. No adverse patient effects were reported. At this time, this lead remains in service.